Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 3.4 inr and 1.9 inr on the coaguchek xs system. Customer used 2 drops of blood on the same strip for the 3.4 inr result. It is unclear how long it took to apply the 2 drops of blood. Proper technique calls for 1 drop of blood. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.